Event description:
It was reported that during a hemorrhoidectomy the pt was out of surgery and in recovery and due to blood loss around the suture line, the pt was brought back to surgery. The pt is fine.

Manufacturer narrative:
Date sent: 06/25/2007. Information not available, device not returned for analysis.